Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: yellow biological tissue, opening linear on anterior and weight to the spec. A visual and microscopic analysis was performed which identified striated opening on anterior. Base on the device analysis the final assessment is: a striated opening on anterior due to surgical damage consist in the use of some surgical tool. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "rupture," "pain," "swelling," feeling "tired," "no energy," and "they feel ill." Device has been explanted.